Event description:
Reporter alleged blood glucose measured 410 mg/dl back to back with a result of 141 mg/dl. No actions or treatment reportedly resulted. A request was made for the return of the suspect device and replacement product was sent.